Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology and likely due to the short, restricted posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment of the third mitraclip. It was reported that the mitraclip procedure was performed in a patient with a very short, restrictive posterior medial leaflet, severe functional mitral regurgitation (mr) and a coaptation defect in the lateral part of the second posterior leaflet. Two mitraclips were implanted reducing mr to moderate and the physician decided to place a third mitraclip lateral to the second mitraclip. At this point, imaging was more challenging because of the shadows from the first two mitraclips making visualization of the posterior medial leaflet (pml) very difficult. With the third mitraclip grasp, mr was estimated to be mild and it was agreed that there was a satisfactory grasp. The third mitraclip was deployed, but the pml came out of the clip 30 seconds after deployment. The third mitraclip was well attached to the anterior medial leaflet. Mr was grade 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.